Event description:
Patient in for second cardiac cath within twenty-four hours. During procedure the balloons would get stuck in the narrower part of the stent. The doctor noted that the balloons were noncompliant and he then noticed a perforation. Another balloon was inflated to stop the bleeding, but the patient became hypotensive and CPR was started. There was a probable balloon segment which disconnected in the stenotic area of the stent on the wire. The manufacturer would like the device and has also sent paperwork to the unit manager for completion as to the details of the event.